Event description:
It was stated that "the surgeon was final tightening the middle left screw on a two level hybrid plate when he made the comment "I think the screw went through." He then took a final xray and decided that the construct would hopefully be strong enough with the other five screws locked. The screw was without a questions sitting far below the plate. He tried to remove it with the screwdriver, but couldn't get it to come back through the bottom of the plate."

Manufacturer narrative:
The product is unavailable for eval but additional info has been requested and if received, will be supplied on a supplemental.